Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was continuously scrolling by itself while she was trying to enter carbohydrates. No significant events leading to the keypad issues were found. Customer's blood glucose was 180 mg/dl. She was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent up arrow button response due to moisture damage on the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked display window and a stained end cap sticker.